Event description:
Invalid result. Invalid test results. The user stated that their test cassettes were not producing a control (c) line. They confirmed that they performed the test procedure correctly. They stated that the 5t test was purchased at target. The user confirmed that they'd discarded the test materials so they were unable to provide the lot or exp or pictures of the results.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.